Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: not available. Omnipod software app version: not available. Operating system: not available. Hardware: not available. Cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
A healthcare professional reported through an mhra user report (reference number: (B)(4)) that a 13-year-old patient experienced consistent reactions to the pod despite following skin care advice. The patient was advised to try a hydrocolloid barrier dressing, and it was reported that the patient may be required to change to a different insulin pump if this fails. The patient was also referred to dermatology for further skin care advice and patch testing. Follow up attempts are currently ongoing to gather additional information on this event. If additional information is received, insulet will submit a supplemental report.